Manufacturer narrative:
A return material authorization (RMA) was issued to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the branches articulation of the monopolar curved scissors (mcs) instrument was broken, and the black cable was visible outside the branches. The procedure was completed with no patient harm, adverse outcome, or injury. The issue did not cause a delay in the procedure. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the instrument and the cannula were inspected prior to use. A gauge pin was not used to inspect the cannula. The instrument tips did not collide with any other instrument or tool during procedure. The instrument tip(s) did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. A grounding pad was in use and placed on the patient¿s leg. The grounding pad did not appear to have any issues/defects. The mcs tip cover accessory appeared to be properly installed during the surgical procedure. There was not any part of the orange surface visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface. The installation tool was used. There was no electrolube or any other lubricant applied to the mcs instrument prior to the tip cover installation. There was no damage noted to the tip cover. The black cable was visibly broken and out of the tool's tip gears.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.